Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to hypoglycemia on unknown date. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with intravenous drip for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting, abdominal pain. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reported did not allege pump was under delivering. Customer stated that they high performance test was passed. The insulin pump will not be returned for analysis.